Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient has been explanted. There was displacement of the implant.

Event description:
The recipient has been explanted. There was displacement of the implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for surgical reasons, namely a displacement of the implant. The user had very thin skin and the implant was very prominent, therefore user reported pain. The patient is now out side of the criteria for a bone conduction device, therefore user was re-impanted with an device from an other manufacture. This is a final report.